Manufacturer narrative:
The lens is being analyzed by the manufacturer. The relationship between the device and adverse event is unknown at this time. The lens met all manufacturing specifications prior to release.

Event description:
Physician reported the intraocular lens was removed and replaced without complication due to the patient's unplanned myopia.

Manufacturer narrative:
The lens was received and the diopter measured correct as labeled. The results reasonably suggest this event is not manufacturing related.